Event description:
It was reported that the customer is in the hospital due to diabetic ketoacidosis. It was stated that the customer received a no delivery alarm during bolus. Insulin did exit the tubing at manual prime. The cannula did not appear to be bent or occluded. Blood glucose at the time of admission was 350 mg/dl; current value was 285 mg/dl. Customer was experiencing heavy breathing and high ketones. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.